Event description:
On 7/2/95 pt's drain tubing found by nurse & reported to surgeon that drain had come out. Pt discharged from hosp on 7/2. On 7/29/95 pt readmitted to hospital for removal of foreign body (flat part or drain that was still in pt's body). Apparently the drain came apart at the juncture of the round tubing & the flat perforated portion.